Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported he became stuck in a priming loop while changing out the infusion set, and the insulin pump was shooting a stream of insulin. Customer's blood glucose was 128 mg/dl. The customer was disconnected from the device. It was advised that the customer revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test and alarmed during the basic occlusion test due to a faulty force sensor resistor. The motor passed the motor test. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.